Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic colon cancer procedure, the device did not fire. The surgeon was not able to squeeze the handle and press the green button. The reload was replaced with another one to complete the case. There was no patient injury.